Event description:
It was reported to ge healthcare that the innova 2000 system experienced a loss of x-ray imaging during a fluoroscopy procedure that lasted approx 7 mins. The system recovered as expected and operated successfully during 30 mins approx before the reported pt death. In order to evaluate if the reported system malfunction may have caused or contributed to the pt death, the hospital medical staff has been contacted to get further details about the pt medical conditions and the detailed sequence of events. No response have been rec'd to date.

Manufacturer narrative:
Pt identifier and weight were not provided by the hospital. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.